Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 24015031. The customer reported that they were unable to remove a clot from the patient when using the smartsite. As part of the investigation, the customer provided a photograph of the affected sample; blood was visible within the male luer of the smartsite, however analysis of the photograph was unable to determine any potential manufacturing defects which may have contributed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24015031 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Further information relating to the sequence of events and exact nature of the reported incident was not provided. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
Please can you confirm what medication was being administered? The patient was a cancer patient with a hypercoagulable state and was receiving intravenous infusion using a cvc. Before the intravenous infusion the next morning, during a routine inspection of the catheter patency, a blood clot was found in the blood, but the 2000e could not extract the blood clot.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd bd alaris smartsite needle-free valve was occludedthe following information was received by the initial reporter with the following verbatim: the nurse was performing arteriovenous cannulation care on a patient when she noticed that a thrombus could not be withdrawn from a patient using this needleless closed infusion connector. The connector was replaced immediately upon discovery, retained and reported to the managing department.